Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient was deemed too fragile by the physician, so the explant procedure was rescheduled to a later date. There were no additional adverse patient effects reported. The ra lead was explanted.